Manufacturer narrative:
Examination of the submitted femoral component found evidence suggesting loosening between the component and cement in vivo. The investigation could not draw any conclusions about the root cause of the loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address femoral loosening and backside poly wear/delamination of the insert.